Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 300 mg/dl. The customer stated that their is no significant events leading to the alarm. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer had also a21 alarm. The customer was advised had battery out the device for an extended period of time after button error.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unable to perform error test due to unresponsive buttons. The traces of moisture found at the lcd board per visual inspection. The insulin pump was received with debris under display window. The insulin pump was received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.